Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. Communication issues between the trackers and the navigation system causing navigated 3d scans to be stopped due to communication issue. The left tracker was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. B01, c02, d02 apply continuation of d11, component involved in the event was, tracker kit, (B)(4), o-arm wireless medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was currently unable to perform a spin due to the green light going in and out intermittently. The light was flashing too fast to be able to use. There was no patient involvement.

Manufacturer narrative:
H3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.